Manufacturer narrative:
H3: the cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. D10: (B)(6), 306-01-08 - equinoxe, humeral long stem 8mm 175mm. (B)(6), 315-35-00 - glnd kwire. (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit. (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 320-38-00 - equinoxe reverse 38mm humeral liner +0. (B)(6), 320-15-01 - eq rev glenoid plate.

Event description:
As reported, approximately 5 years and 6 months post the initial left reverse total shoulder arthroplasty, and 1 year and 11 months post the first revision surgery, the patient was revised for a second time due to dislocation, with a massive soft tissue repair. The liner was exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.